Event description:
Notification was received from the study indicates that approximately four months post cypher stent implant (2008) the patient suffered a non-q wave lateral myocardial infarction at the target vessel requiring revascularization. Peak ck-mb was >5 times above upper normal levels. There was no evidence of stent thrombosis. The cypher stent implanted at the index procedure was patent as per angiogram results. A denovo lesion at the 1st obtuse marginal (non-target vessel) was treated for 95% diameter stenosis using 2 additional cypher stents. The mi was reported as unrelated to the cordis device. However, because kissing balloon technique was used in the index procedure and the implanted cypher was at a bifurcation, the mi cannot be unrelated from the cordis device. The physician might have crushed a portion of the stent into the ostium of the om during the index procedure.

Manufacturer narrative:
This patient was randomized to the registry for two vessel disease. A staged procedure was not planned. The indication for the index procedure was unstable angina pectoris. The target lesion was at the proximal to - mid circumflex. Reference vessel diameter was 3.5mm. Lesion length was 15mm. Pre and post procedure diameter stenosis was 95% a zero percent, respectively. The lesion was a bifurcating and restenotic lesion previously treated with a 3.5x18mm driver bare metal stent. Lesion classification was type b2. Predilatation was performed using a 3.5x10mm balloon at 12 atms. Final kissing balloon technique was used. A stent was deployed at 18 atms. Post dilatation was required due to bifurcation using a 3.0x15mm balloon at 12atms. Ivus was done. And poba of the marginal ramus was performed. The patient was discharged on 100mg aspirin, 75mg clopidogrel, ace-inhibitors, and beta-blockers. During the one and six month follow-up the patient was asymptomatic and complaint with antiplatelet regimen. The product remains implanted in the patient thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.